Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump. The pump subsequently shut off. Reportedly, the customer connected the pump to multiple power sources and cables however the pump remained unresponsive. There was no impact to the customer's blood glucose level as the pump was used with saline and was not used for insulin therapy at the time of the event.